Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal aortic neck was 23 mm. Aneurysm and vessel morphology unknown. The patient has a history of coronary artery disease and peripheral vascular disease. It was reported that the 22 french sheath split the right common iliac artery, and femoral-femoral bypass was performed. No clinical sequelae were reported, and the patient is reported to be fine.